Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while charging the pump, the pump became hot. Reportedly, after removing the usb cable from the usb port the cable and port were observed to be burned. Subsequently, the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer's blood glucose level was not impacted due the reported issue. Reportedly the customer had manual injections as alternate insulin therapy.